Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error alarms. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. Customer stated that error table indicates that pump error alarm cleared active insulin and had software error detected error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.